Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with glucose readings around the mid-300 mg/dl range and a noted gap in insulin delivery during an infusion set change; the user also reported eating meals closer together than recommended, and there were no device alerts or alarms. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and the synced ilet mobile app reports. Investigation of this case revealed no specific findings and insufficient information to identify a medical device problem or a device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.